Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer's results. A review of the device history record found no deviations/anomaly that would have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of investigation, the root cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the grasping section detached from the insertion section might be the following: the grasping section was being left open, and the distal end of the grasping section was pushed against hard material. A load was applied to the distal end of the grasping section. This caused the grasping section to be deformed. An excessive load was applied to the hole where the seesaw pin of the grasping section was inserted due to the deformation of the distal end of the grasping section. As a result, the hole broke. The grasping section detached from the insertion section. This issue is addressed in the instructions for use (IFU): the content of the instruction manual (drawing number: rc1476, revision number: 10) was reviewed. The instruction manual contains the necessary and enough information to handle the device as follows: should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, insertion section, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section. When cleaning the grasping section or the probe tip during treatment, wipe it with a soft object such as a piece of gauze or a brush if a body fluid or tissue gets burnt onto it. Do not attempt to scrape it with a hard object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, the metal-exposed area around it, the tissue pad, a coated surface, or the probe tip may be scratched and damaged, which may lead to the damaged part falling off inside the body cavity. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the bipolar jaw of the thunderbeat open fine jaw broke without reason. The issue occurred during a procedure. The broken tip was taken out of the patient's body by grasping it. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During device evaluation at olympus, it was found the complaint was confirmed and the grasping section detached from the insertion section. This event is under investigation. A supplemental report will be submitted upon receiving additional information.